Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip would not release from the catheter and frayed the mucosa. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on august 26, 2016. It was reported that a resolution clip device was used in the stomach during a high digest endoscopy procedure. It was reported that the clip ripped the lining of the stomach. The procedure was completed with another resolution clip device.

Manufacturer narrative:
(B)(4) clip failed to release from the catheter. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip would not release from the catheter and frayed the mucosa. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device noted the clip assembly was fully deployed and was jammed onto the bushing. The clip prongs were locked into the capsule. A kink on the control wire was noted. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip would not release from the catheter and frayed the mucosa. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. **additional information received on august 26, 2016** it was reported that a resolution clip device was used in the stomach during a high digest endoscopy procedure. It was reported that the clip ripped the lining of the stomach. The procedure was completed with another resolution clip device.